Manufacturer narrative:
The distal tip of the soft cannula was not present. The soft cannula was significantly shorter than it should be. Although damage was present, the timing and cause are unknown. No problems were found that would cause sin irritation. The formed needle was inspected and no defects were found. The reported event could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide: model: 18320. 18296-eng-aw rev b 06/18. Blood glucose readings: chapter 4 / page 56: warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 360 mg/dl while wearing the pod longer than 48 hours on the abdomen. For treatment, patient changed out the pod and gave herself a manual injection.